Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The customer has received the motor error alarm on and off. The customer has encountered with more than one motor error alarm in 30 days. The customer's blood glucose was unknown. During troubleshooting the customer was unable to rewind the insulin pump. Advised the customer the insulin pump must be replaced and revert to back up plan. The customer agreed to return the insulin pump for analyzes.